Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving frequent check therapy electrode alarms and adjust belt or check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms, adjust belt or check belt messages) has been confirmed. Upon investigation, the electrode belt failed a pulse-lead hipot test and a therapy electrode recognition test. The cause for the failure was an open pulse wire in the trunk. The root cause of the open pulse wire could not be positively identified, but the damage likely resulted from excessive force placed on the cable. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.